Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2012, approximately one year post implantation of a xience v stent in the mid left anterior descending coronary artery, during a follow-up phone contact, the patient did not report any adverse events. On (B)(6) 2012, the patient experienced sudden death at home. Prior to the death, the patient did not report any symptoms. No treatment was provided. An autopsy was not performed. Cause of death, per the death certificate is unknown. There was no additional information provided.